Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for evaluation and the product analysis will solely be based on the available information. Based on the results of previous investigations, it is assumed that the peeling of tissue pads occurred by the following mechanisms: we believe that the tissue pad was worn out and some parts of it came off because the ultrasound was output with the gripping part closed without gripping the tissue (including after the tissue was cut). Therefore, the most probable cause of the complaint is cause linked to device but unable to trace mor specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the tissue pad peeled of the sonibeat grip during a laparscopic cholecystectomy procedure. There were no reports of patient harm. It was noted that the procedure was successfully completed with a similar device.